Event description:
On 09/01 at 7 pm rn at home noted blood tinge areas to hickman site. In 2001, at 10:30 am, spouse reported tpn was not completed, assess site dressing wet, leakage at site entry. Md called and then sent to hospital for removal.